Event description:
The instrument was used during a colectomy. The surgeon resected a portion of the small bowel with a device and performed a functional end-to-end anastamosis. He immediately noted sinificant bleeding and had to oversew and use cautery to control bleeding. Rep returning 3 reloads with the instrument. An add'l 30-40 minutes was required to complete procedure. No buttressing material used.